Event description:
The patient, who was obese, underwent an interventional procedure. The physician attempted arteriotomy closure with the closer tsl 6 fr device. While inserting the device, the sheath separated from the needle guide. The physician removed the plunger and needles but was unable to remove the sheath. The pt was taken to surgery for removal of the sheath and closure of the arteriotomy site. Surgery was successful. The device is being held by risk management.